Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had a pocket revision on wednesday due to symptoms of urinary incontinence, patient checked their device on the day of the report and noticed the por-power on reset message. It was noted that therapy had turned off and reset to shipping parameters. Patient mentioned that they did not know if the manufacturer's representative (rep) was there or not at the revision as they never saw the rep before or afterwards. Patient stated that they did contact the health care provider's office (hcp) and received information for the rep and tried to reach them but there was no response. An email was sent out to the rep. Patient reported having trouble holding their urine. No further patient complications were reported or anticipated as a result of this event.